Event description:
The pharmacist at the clinic, reported the following event: "the device was implanted on (B)(6) 2012. Patient had pain. An x-ray revealed that the implant was found fractured. The patient still has pain and a revision surgery may be scheduled to change the implant."

Event description:
The pharmacist at the clinic, reported the following event : "the device was implanted on (B)(6), 2012. Patient had pain. An x-ray revealed that the implant was found fractured. The patient still has pain and a revision surgery may be scheduled to change the implant."

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device is not being returned.

Manufacturer narrative:
Evaluation summary: the reported event that the device broke could be confirmed since x-rays showing a broken smart toe were provided. X-rays were provided and sent to dr (B)(6), clinical expert. He stated as follow: clinical assessment: the filed x-rays present arthrodesis of the pip joint d ii fixed with a smart toe. According to the submitted event description the implant breakage of the smart toe was observed approx. 11 weeks postoperative. The smart toe is intended to transfer only reduced loads (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4 - 6 weeks). Furthermore, the submitted postoperative x-ray shows a remaining gap at the osteotomy site without sufficient bone contact. With such a constellation nearly all forces and bending moments are transmitted solely by the smart toe. No bone consolidation is visible in the x-ray which indicates delayed healing. The smart toe design does not allow for excessive loading. No information concerning the circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general. In the given case, the very low breakage rate mentioned above suggests the assumption of extensive postoperative loading and/or movement of the affected toe resulting in a fatigue fracture of the smart toe. Alternatively, a postoperative high energy trauma resulting in an acute overloading of the affected device might have caused the implant breakage. Furthermore, delayed union resulting in a remaining gap at the osteotomy site with insufficient bone contact has contributed to the early breakage of the smart toe. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling was done. In that case, an absence of callus formation after 11 weeks post operative leads to the assumption that the implant broke due to an overloading with non-fusion of the bone. Therefore, this case is classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation. X rays were evaluated.